Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior CABG, known coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis dependence. Absent pulses were noted in the right lower extremity. The patient subsequently expired while on support. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, extensive comorbidities, hemodynamic instability, and underlying critical illness. The patient¿s death is most consistent with the severity of the underlying ami/cgs and profound hemodynamic compromise associated with scai shock stage e.

Manufacturer narrative:
Corrected data. D1 brand name updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.